Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 support ongoing for a coronary artery bypass grafting (CABG¿) patient with cardiomyopathy. The pump had saturated flows. There was no harm or injury from the malfunction.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed. The device was not returned for investigation. Data logs show that a few seconds after starting the pump there is a motor current spike. The root cause of the saturated flow was most likely biomaterial.